Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
View plate snapped in half. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices confirmed the reported event. The overall condition of the instruments indicates multiple usages. The devices exhibits burnishing wear indicated of extended usage. The devices also exhibit a shade of yellow indicating it has been subjected to numerous decontamination procedures. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.